Event description:
It was reported that the device was explanted after an implant duration of at least 14 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. As at 05/29/2009, there has been no response from the surgeon after repeated attempts to contact for additional information and return of the product for evaluation. No additional information is available.

Manufacturer narrative:
Device not returned.